Event description:
It was reported that the user wished to discontinue use of the ilet system and return the pump due to frequent low glucose events and the burden of frequent supply changes, with review of logs indicating daily hypoglycemia and one event associated with a breakfast announcement that likely understated carbohydrates followed by overtreatment leading to hyperglycemia. Symptoms included urgent low glucose, urgent low soon, low glucose, and subsequent high glucose. Outcomes included user-initiated discontinuation of therapy and self-treatment with oral glucose. Investigation included troubleshooting and education conducted by support personnel, including review of device data logs. Investigation of this case revealed a pattern consistent with user management factors, including potential underestimation of meal carbohydrates and overtreatment of hypoglycemia, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.